Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found clavicular crush at 16.9 cm to 18.0 cm from the connector pin. The outer insulation was damaged and the outer coil was crushed at the same location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.